Manufacturer narrative:
H11: corrected data: d1 brand name (not unknown, but unit name is unknown).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left and right areas of the mid abdomen and low abdomen on (B)(6) 2022 using the cooladvantage coolcore applicator and may have developed paradoxical hyperplasia (pah/ph) four months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left and right areas of the mid abdomen and low abdomen on (B)(6) 2022 using the cooladvantage coolcore applicator and may have developed paradoxical hyperplasia (pah/ph) four months after treatment.

Manufacturer narrative:
Corrected / changed data: b3, b5, g1. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/15/2023. Clarification to b3 partial date of event: 4 months post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.